Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event took place in radiology. When the physician was trying to attach the catheter to the tunneler, the catheter did not remain attached to the tunneler. The physician made several attempts to attach the end of the catheter to the tunneler, but was not successful. He then removed the catheter and placed a second one successfully. There was no known interruption in therapy. There were no reported patient injuries or complications.